Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In the opinion of the physician, the fracture may have been avoided had the original treating physician been operating the device. In the opinion of the original physician, the fellow lacked the experience of the tactile feel and control of the device; the device was likely pushed beyond its limits. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for atherectomy of the right coronary artery (rca), which was 2.5mm in diameter. The treatment segment was very tortuous. One treatment pass was performed, after which a fellow took over operation of the device. The fellow had not previously operated an orbital atherectomy device. Friction was observed in the mid lesion, and a high-pitched audible noise was observed following the fourth treatment pass by the new user. The oad was removed from the patient. During removal, imaging indicated the driveshaft had fractured in the mid lesion. The fragment was removed with the guide catheter already in use. The patient was discharged two days post-procedure in good condition.